Event description:
It was reported that the bedside rn noted air in the line, just as it was reaching the patient. The alarm from the pump module was not sounding. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.